Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse tested universal surgical manipulator (usm) 2 was working correctly. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. A review of the site's system logs for the reported procedure date was conducted by the isi quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, design history record (DHR) review for the system involved with the reported event was deemed not required by the quality engineer since there is no indication of a manufacturing related issue. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse tested usm 2 was working correctly. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon felt "wobbling" on universal surgical manipulator (usm) 2, but the surgical staff did not see it. The system was not connected to the network at the time of the report. The tse recommended the customer to reseat the sterile adapter and instrument on usm 2. The procedure was completing as planned, and no known impact or patient consequence was reported.